Event description:
The customer's philips engineer stated that the ps1 power supply had no output. This failure will prevent the system from booting up, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.